Event description:
Boston scientific received information that this right atrial (ra) lead was no longer functioning and had not been for quite some time. A change out to a competitor¿s device was performed in which the physician might replace this ra lead. Attempts to obtain additional information were made, but the field representative had no further information with regards to this event. All available information indicates that this ra lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.